Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and during in-house testing, the instrument failed the electrical continuity test. Additional observations not reported by the site and unrelated to the primary failure: 1. The instrument was found with a thermal damage on the bipolar yaw pulley and insulation damage on the conductor wire. Regarding the insulation damage, the wires were not found to be exposed from the insulation damage. There was no material missing. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the fenestrated bipolar forceps instrument failed to conduct energy. Cable replacement was performed without success. A backup same instrument was used to complete the procedure with no patient harm. Intuitive surgical, inc. (Isi) made follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.